Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to an unknown issue related to their omnipod controller. No other information is available. Three due diligence attempts to reach patient for additional information have been unsuccessful.